Manufacturer narrative:
(B)(4); batch # u5cy02. Investigation summary: the analysis results found that one psee60a device was returned with the anvil knife slot damaged, and with out reload present. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue, and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife did not return to home position after the 1st firing. The knife reverse switch was used to return. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.